Manufacturer narrative:
H3: product analysis found that the customer complaint has been confirmed. Power pcb had failure, usb port was physically damaged, c arrier board was worn and has to be replaced and power management board was faulty. Software 1.7.5 was present. H6: initially submitted codes fdm b17, fdr c20 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before starting the system, the nim console didn¿t passed the self test several time, the inside of the usb slot was broken and cannot put any usb stick in there and the patient interface was not recognized after connecting, the issue occurred on wired mode, the patient interface did not pass the test 3 times and self test error has appeared. The issue did not occur while a procedure took place, the error occurred while updating the patient interface to the latest software. The patient interface was working fine when it was tested with another console. There was no patient impact.